Manufacturer narrative:
Analysis of the pump, model # 8637-40, serial # (B)(4), found no significant anomalies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving hydromorphone (3.0 mg/ml) at 1.4798 mg/day, clonidine (600 mcg/ml) at 295.96 mcg/day, and bupivacaine (7.3 mg/ml) at 3.6009 mg/day via an implantable pump for non-malignant pain, failed back surgery syndrome, and multiple back operations. There was a volume discrepancy in 2015. A catheter dye study was performed on an unknown date to see if there was an issue, but it was normal. Another dye study was performed the day of the replacement, and was also normal. There were no symptoms reported. The pump was replaced on (B)(6) 2016. The cause of the issue was not determined. After the replacement the dose was increased slightly and the patient has not had any further issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.